Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2024, getinge became aware of an issue with one of our surgical lights ¿ lucea 50. As it was stated, the top cover required replacement. According to the photographic evidence, the headlight cover was cracked with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence.

Manufacturer narrative:
The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided. Getinge became aware of an issue with one of our surgical lights ¿ lucea 50. As it was stated, the top cover required replacement. According to the photographic evidence, the headlight cover was cracked with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Based on an information gathered, the unit has not been repaired, instead it will be replaced by different device. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The claimed device was not being used for patient treatment or diagnosis when the event took place. The analysis related to the issue of the cracked cover has been performed by the subject matter expert at the manufacturing site. As it stated, most probably root causes are: prohibited products/or incorrect cleaning process. An excessive tightening of the brake system. An incorrect handling. All maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety ad essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Disinfection products test: maquet sas describe how to perform the material resistance test in the working instruction (B)(4). To avoid degradation of the shell it is recommended to respect the contact time and to wipe with a dry cloth and to make sure no liquid residue is left on the device after cleaning. In 2015 a design change improved the braking system and the mechanical durability of the upper cover. The user manual (01741 rev. 10, pages 26-27) mentions also to perform daily inspection in order to check the presence of paint chip, impact marks or other damage. To prevent a similar incident, it is recommended to respect the cleaning instructions avoiding: prolonged exposure to detergents and disinfectants solutions. High concentrations. Prohibited products. The new spare part is available ref: ard368609996 in order to repair the damaged product. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time. H3 other text : no future info available.

Event description:
Manufacturer's reference number (B)(4).